Event description:
It was reported that in early 2009, while in the cardiology department, the md used a sheath to insert the intra-aortic balloon (iab). Per the report's event information, "the pt was undergoing therapy during 36 hours with an efficient anticoagulation for an anterior myocardial infarction with cardiogenic shock. Massive emboli into renal arteries, lineal arteries and superior mesenteric artery. Irreversible mesenteric ischemia beyond of all surgery action, that occurred the death of the pt". Additional information received on 02/20/2009, indicated that the physician did not seem to think that the iab was involved with the pt's death. Additional information received on 02/26/2009, stated the pump used was the autocat 2 wave. "Yes, the pt had augmentation from the iab while it was in, the arterial pressure waveform was normal, there wasn't any dysfunction". Additional information stated the pump did not alarm. There were no pump strips generated. X-rays were performed and the x-rays finds were "no anomaly". The x-ray is available for review.

Manufacturer narrative:
Sample will not be returned for evaluation. F/u report will be filed if additional information becomes available.